Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the expedium si polyaxial screw¿s inner saddle component was disconnected from the device during surgery. The screw was removed intra-operatively and another screw was available for insertion. The difficulty resulted in a delay of two minutes to the procedure with no report of any adverse consequences to the patient.

Manufacturer narrative:
Examination of the returned expedium si polyaxial screw noted that the cap of the screw was free from the screw head. There is some wear on the top of the shank that is indicative of use in a surgery. The cap and inside of the screw head are free of any wear. No other defects were found during this investigation. Swaging was present on both the screw head and the cap, confirming the polyaxial screw was assembled as intended. Review of the device history record confirmed the lot met specifications when released to stock. A 12 month complaint trend analysis for the product family found no emerging trends. The root cause for the cap disassembling intra operatively cannot be positively identified. However, it is most likely that the tulip head was subjected to a higher than anticipated load resulting in the cap coming out of its intended location. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required if information is received that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.